Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The stm cleaned and re-seated all connectors relating to the display. Before the stm could complete all of the testing protocols the iabp generated electrical test fails code #52, autofill failure and maintenance required code #1. Per the service manual, the drive pressure may have failed. The stm tried calibrating the iabp but was unsuccessful. The drive and shuttle pressures were cleaned and the gasket was checked. The problem still persisted. The stm then decided to replace the drive pressure transducer. This fixed the malfunction. The stm checked calibration, full functionality and safety checks of the iabp and all tested okay. He also did the software update (datasette replaced) on this iabp as part of the final field action we have for this device. The iabp was then released for clinical use.

Event description:
Customer reports that during patient use the cs300 iabp displayed a "high pneumatic pressure alarm" and pump shut-off. A back up iabp was in place to continue patient therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be sent.

Event description:
Customer reports that during patient use the cs300 iabp displayed a "high pneumatic pressure alarm" and pump shut-off. A back up iabp was in place to continue patient therapy. No adverse event was reported.